Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed/gong alarms) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and breaking the solder joint that connects the pulse wire in the dn. Additionally, the cable connecting ECG a to the front te was also pulled out of strain relief. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent gong alarms and the electrode belt had a damaged cable.